Event description:
It was reported that the patient had developed redness and clear discharge at the pocket site. The patient was sent to the emergency room and was provided with antibiotics. No further information has been obtained. Additional information was received that the implanting physician did additional bloodwork and stated that patient did not have infection. The patient consulted with another physician and was advised to go to the emergency room for further tests. The patient was admitted to the hospital and had sepsis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7081544 . UDI: (B)(4). Product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7081500 UDI: (B)(4).

Event description:
It was reported that the patient had developed redness and clear discharge at the pocket site. The patient was sent to the emergency room and was provided with antibiotics. No further information has been obtained. Additional information was received that the implanting physician did additional bloodwork and stated that patient did not have infection. The patient consulted with another physician and was advised to go to the emergency room for further tests. The patient was admitted to the hospital and had sepsis. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and recovering. The explanted devices were disposed by the facility.

Manufacturer narrative:
Model number/catalog number: sc-1216/ sc-9218-15 serial number: (B)(6), batch/lot number: 790356/ 7081544/ 7081500 investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had developed redness and clear discharge at the pocket site. The patient was sent to the emergency room and was provided with antibiotics. No further information has been obtained. Additional information was received that the implanting physician did additional bloodwork and stated that patient did not have infection. The patient consulted with another physician and was advised to go to the emergency room for further tests. The patient was admitted to the hospital and had sepsis. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and recovering. The explanted devices were disposed by the facility.

Event description:
It was reported that the patient had developed redness and clear discharge at the pocket site. The patient was sent to the emergency room and was provided with antibiotics. No further information has been obtained.